Event description:
User experienced a water leak coming from the analyzer onto the floor. No patient samples were involved, and no injuries have occurred. The field service rep determined the tube on the water pump was split, and water leaked out of reaction bath. He replaced the tube on the water pump. Performance test were performed.